Event description:
Approximately 3 weeks after treatment with juvederm in the glabellar area, patient experienced a scar, redness, burning, and a headache. Patient was treated with oral antibiotics, topical cream, and warm compresses.